Event description:
It was reported that there was no past history or history of adverse reaction. The pump was reported to be implanted on (B)(6)-2013. However, on (B)(6), 2014 there was a noted pump dislodgement. An x-ray was taken and the catheter access port for the pump shifted from the upper abdomen to the lower abdomen noting that the pump may have been dislodged. Further, reportedly the pump did not flip front to back and this issue will continue to be monitored unless the pump flips. The patient¿s dosing was reported as continuing. This event was reported as not recovered, unrelated to the investigational drug, not related to the catheter and programmer but unknown if related to the pump and relationship to the procedure. The patient was noted to have a medical history that included a cerebral hemorrhage. This device system delivered baclofen. It was also noted that the pump was implanted on 2014-(B)(6). (Reports indicated 2013-(B)(6)). In addition, there was report of the possibility that one of the suture parts came off/that the fixed part came off.

Manufacturer narrative:
Concomitant: product ID 8781, lot# (B)(4). Product type catheter. (B)(4).